Event description:
According to the customer, the hub in the IV extension sets are leaking. The facility reported that the leaking IV resulted in the patient "not receiving proper medication dosage and has caused patient harm."

Manufacturer narrative:
According to the customer, the hub in the IV extension sets are leaking. The facility reported that the leaking IV resulted in the patient "not receiving proper medication dosage and has caused patient harm." Per the customer, this was an "isolated incident." No additional information at this time. The product has been requested for evaluation. It has been determined that the reported event caused or contributed to serious injury requiring medical intervention, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.